Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle pulled out of hub was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Device history record of packaged needle (pn) batch 2054665 catalogue number 381312 and its assembled needle (an) batch 2055135, part number 8083540 was reviewed.

Event description:
It was reported while using bd insyte-w¿ IV catheter with wings 24ga 0.75in the needle broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 10 a.m. On (B)(6) 2023, the nurse gave the patient infusion, went to the ward, routinely educated and disinfected, opened the outer package, and found that the needle and needle core were out of touch when taking out the indwelling needle, and replaced the indwelling needle for use, resulting in waste of resources.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte-w¿ IV catheter with wings 24ga 0.75in the needle broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 10 a.m. On (B)(6) 2023, the nurse gave the patient infusion, went to the ward, routinely educated and disinfected, opened the outer package, and found that the needle and needle core were out of touch when taking out the indwelling needle, and replaced the indwelling needle for use, resulting in waste of resources.